Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components for analysis. No signs of user were observed on the catheter or any other of the returned samples. Visual analysis of the catheter revealed a small tear at the distal tip of the catheter body. Microscopic analysis confirmed the tear and revealed that the edges were smooth and uniform. This defect appears consistent with damage because of contact with sharps. The catheter met all relevant dimensional requirements. The guide wire that was returned with the kit was passed through the distal tip of the catheter. Little to no resistance was encountered and the guide wire was able to pass completely through the catheter. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not cut catheter to alter length." Additionally, the IFU cautions, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report that the catheter tip was damaged was confirmed through complaint investigation of the returned sample. Visual examination of the sample revealed a small cut at the catheter tip. The edges appeared smooth and uniform indicating that contact with sharps likely caused or contributed to this event. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the catheter is defective. The issue was detected during insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the catheter is defective. The issue was detected during insertion.